Manufacturer narrative:
The investigation confirmed the report of low flow alarms based on the evaluation of the log file. The log file contained several intermittent low flow hazard alarms activated through the end of the log file. It should be noted that the pump maintained a speed above the low speed limit while the driveline was connected. The system controller was functionally tested and found to operate as intended during analysis. Low flow conditions were induced and the system controller alarmed appropriately each time; no atypical low flow alarms were captured. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt received an alarm on his primary system controller indicating "call hos." The pt and a family member attempted to change out the primary system controller. The backup system controller was connected to batteries, but read "no change." The controller was then connected to the power module, however, the backup system controller would not turn on. During this time, the pt became unresponsive. The pt's family member successfully reconnected the primary system controller. The pt reportedly took a breath, but he did not regain consciousness. The pump was running according to the pt's family member. Emergency medical svs (ems) was called and reportedly upon arrival the pt was found and with an estimated 10 min down time. The pt's primary system controller reportedly began alarming low flow. The pt was defibrillated three times by his implantable cardioverter defibrillator (ICD). Ems attempted to secure an airway, but the pt was unable to be intubated in the field. The pt was supported with a bag valve mask, and was transferred to the emergency room (ER). Upon arrival at the ER, the pt had a reported down time of 90 minutes in a persistent unresponsive state. The pt was intubated in the ER and remained unresponsive, with his pupils fixed and dilated. The pt's blood pressure was reported to be 118/82 mm/hg. The pt was transferred to the intensive care unit where he reportedly went into pulseless electrical activity (pea) arrest. Advanced cardiac life support (acls) protocol (without compressions) was initiated, however, resuscitation of the pt was unsuccessful.

Manufacturer narrative:
This complaint is for he primary system controller, sn (B)(4). The back up controller, sn (B)(4) is reported under MFR report #: 2916596-2014-02182. The primary system controller was returned to the manufacturer for eval and is currently being analyzed. The backup system controller was reportedly taken by a family member during resuscitation efforts and is unaccounted for at this time. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.